Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the medical doctor inserted an intra-aortic balloon (iab) that would not unwrap and the pump would alarm high pressure alarm. The rn called the clinical support specialist (css) after they had already removed the iab and inserted a second catheter successfully to see if they could manually inflate the iab with a syringe to unwrap the iab. The md did not wait for confirmation that they could do that. The second iab is now already inserted and supporting the patient. There are no alarms, good waveforms and the pump is achieving the goals of therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the medical doctor inserted an intra-aortic balloon (iab) that would not unwrap and the pump would alarm high pressure alarm. The rn called the clinical support specialist (css) after they had already removed the iab and inserted a second catheter successfully to see if they could manually inflate the iab with a syringe to unwrap the iab. The md did not wait for confirmation that they could do that. The second iab is now already inserted and supporting the patient. There are no alarms, good waveforms and the pump is achieving the goals of therapy. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.